Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the lead was removed due to infection. There were no further patient complications reported as a result of this event.